Manufacturer narrative:
Corrected data: b5,b6,b7,d10,e1(event site name & address), h6(clinical & impact).

Event description:
It was reported that during pre-use inspection, the cardiosave intra-aortic balloon pump (iabp) unit arterial pressure signal not possible, the connector was damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, the cardiosave intra-aortic balloon pump (iabp) unit arterial pressure signal not possible, the connector was damaged. There was no patient effect reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pcb,front end rohs, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.